Event description:
Reporter indicated that patient experienced an episode of aspiration after implant surgery, but prior to initiating stimulation. Further follow-up revealed that the patient's device has since been programmed to on without incident. The patient is reportedly improving, but the event is not yet resolved. Physician indicated that the event was secondary to surgery and developmental delay and is not directly related to the ncp system.